Manufacturer narrative:
Evaluation, results: inherent risk of procedure (reaction); patient¿s condition ¿ predisposed event (patient has allergies to various medication); no results available since no evaluation performed (device or procedural images were not returned for review). Conclusions: inherent risk of procedure (reaction); (root cause could not be identified); unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
It is reported the patient received a resolute integrity 3.00 x 22 mm rx drug eluting stent to treat an mi. Sometime after the procedure the patient reports she went to her physician for a chest infection and was prescribed an antibiotic. The patient then began to experience heartburn, serious indigestion and vomiting episodes and thought the stent may have had something to do with these symptoms. The patient's symptoms have since cleared and the current symptoms of gastric reflux are thought to be as a result of a reaction to the antibiotic that had been prescribed. After speaking with a representative from clinical the patient has no concerns about the stent. No other clinical sequelae has been reported.